Event description:
A customer experienced an adverse skin reaction while wearing an abbott diabetes care (adc) device. The customer stated their skin became infected. They were treated by a healthcare professional (hcp) who gave the customer antibiotics and anti-inflammatory medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.